Manufacturer narrative:
Product analysis: analysis noted that the programmer shut off due to movement during incoming testing. The programmer then powered up once and then no longer powered on. The power supply was replaced, the nylon spacer was replaced, and the connection between the link electronic module (lem) and the micro processor unit (mpu) was cleaned and re-seated. Analysis also noted that the programmer was missing a stylus. A stylus was added to the programmer the hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.